Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: thrombosis, stabbing feeling in lung. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported stabbing feeling in lung is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot.product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient reports an unsuccessful attempt to retrieve the remaining filter fragment in the left pulmonary artery on (B)(6) 2018. Patient alleges a clot formed in the vicinity of the fragment during this second retrieval attempt.

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: fracture, vena cava (vc)/organ perforation, migration, embedded, unable to be retrieved, tilt, foreign body, pain, limited physical movement, fear, anxiety, stress. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported foreign body, pain, limited physical movement, fear, anxiety, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via right common femoral vein due to right deep vein thrombosis (dvt) and questionable ivc(inferior vena cava) thrombus. Patient is alleging migration, tilt, vena cava perforation, fracture, device is unable to retrieve, organ perforation. The patient further alleges ¿unable to remove fractured strut in lingular pa (causes pain, stabbing-feeling in lung several times per week); unable to remove fractured leg in right iliacus muscle penetrating kidney (causes pain, restricts movement, daily activity limited, cannot workout); pain in lower spine (a couple times per month); fear/anxiety over pain, broken pieces, and further risks of additional problems.¿ patient further notes ¿can no longer workout; every time I try my lung starts to hurt so I don¿t try anymore¿ as well as ¿stress, anxiety and fear.¿ per a CT (computed tomography) scan of the chest dated (B)(6) 2017, ¿broken ivc filter strut in a branch of the medial aspect of a lingular pulmonary artery.¿ per a CT of the abdomen and pelvis dated (B)(6) 2017, ¿fractured ivc filter with a strut previously identified in a branch of the lingular pulmonary artery on prior cta chest pe and a leg identified at the right iliacus muscle. Additional strut appears to be missing. Additionally, there is penetration of the filter with interaction to the right kidney, aorta, and duodenum.¿ per an (B)(6) 2017, complex ivc filter removal and attempted pulmonary artery foreign body retrieval operative report: ¿successful complex filter removal using jaws of life technique. Successful removal of locally retained fractured fragment. Unsuccessful attempt at removal of embolized fragment to the lingula.¿ per the CT of abdomen and pelvis dated (B)(6) 2017, ¿redemonstration of an ivc strut in the right iliacus muscle.¿ per an x-ray of abdomen dated (B)(6) 2017, ¿unchanged retained ivc filter fracture fragment in left pulmonary arterial tree since (B)(6) 2017. No radiographic evidence of residual ivc filter fragments in abdomen.¿ per a CT of chest dated (B)(6) 2018, ¿no acute pulmonary embolism to the proximal segmental level. Again noted a broken ivc filter strut in a branch of the medial aspect of a lingular pulmonary artery.¿ per an x-ray of chest dated (B)(6) 2018, ¿the patient has a history of fragmented ivc, with reported retrieval of fracture fragments.¿

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.